Event description:
Approximately four months post implantation, the patient was admitted to the intensive care unit with a diagnosis of gastrointestinal (gi) bleeding, anemia and hypotension. The patient had been seen in the anticoagulation clinic three days prior and was reported to have an international normalized ratio (inr) of 2.6. The patient's warfarin was increased from 5mg to 7.5 mg at that time. The patient was given five units of packed red blood cells and two units of fresh frozen plasma within the first 24 hours of admission. An active source of gastrointestinal bleeding was identified and cauterized. Further details regarding this event were not provided. The patient received an additional two units of packed red cells and an additional two units of fresh frozen plasma for a total of seven units of packed cells and four units of fresh frozen plasma during this hospitalization. The patient was discharged home several days later.

Manufacturer narrative:
Gastrointestinal bleeding has been identified as a potential risk associated with use of the heartware system. While this patient's symptoms likely relate to device support, based on our investigation, there is no evidence to suggest a device malfunction. Current literature suggests a relationship between non-pulsatile left ventricular assist devices and gi bleeding. Etiology varies and may be the result of ulcers, the development of arteriovenous malformations, acquired von willebrand syndrome, and use of anti-coagulation therapy among other factors. Underlying individual patient factors may also play a role. No additional information will be forthcoming.

Manufacturer narrative:
The product remains implanted in the patient, therefore, it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.